Manufacturer narrative:
The intellanav mifi open-irrigated catheter was returned to boston scientific for laboratory analysis. Visual inspection found the irrigation extension tubing was detached/separated from the luer fitting at the adhesive joint. The functional test revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Laboratory analysis confirmed the reported clinical observation.

Event description:
It was reported that the catheter luer lock connection was fractured and was leaking fluid. During a procedure to treat atrial fibrillation (a fib) an intellanav mifi oi 7.5/110/2.5/4.5 k2 was selected for use. During ablation the maestro 4000 generator alarmed an "excessive temperature" warning. The flow rate was 17ml/min. When the catheter was inspected after the alarm it was found that the luer lock connection was fractured and leaking fluid. The catheter was exchanged for another of the same model. The procedure was completed with no patient complications. The device has been returned for analysis.

Event description:
It was reported that the catheter luer lock connection was fractured and was leaking fluid. During a procedure to treat atrial fibrillation (a fib) an intellanav mifi oi 7.5/110/2.5/4.5 k2 was selected for use. During ablation the maestro 4000 generator alarmed an "excessive temperature" warning. The flow rate was 17ml/min. When the catheter was inspected after the alarm it was found that the luer lock connection was fractured and leaking fluid. The catheter was exchanged for another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.